Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The device inspection and testing confirmed the customer¿s reported issue and found the front panel lighting failure was due to failure of the main circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported the front panel leds [light emitting diodes] of the subject device do not turn off. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to correct information provided on the initial report and to provide additional information that was received regarding the reported event. The device was last inspected on sept. 1, 2021 and no defects were identified at that time. The device now meets specifications and was returned to the olympus asset store.

Event description:
Clarification and additional information was received regarding the reported event (the front panel leds of the subject device do not turn off): the device is an olympus asset that was being stored at an olympus facility. The event was found by olympus personnel, not a user facility, when the device was being prepared to be consigned to a customer. Therefore, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was confirmed that the front panel did not turn off due to the malfunction of the main board. Olympus will continue to monitor field performance for this device.